Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was alarming. Follow up indicated that the patient was seen by their physician and it was indicated there was low r wave amplitude on the right ventricular (rv) lead. The nurse stated the lead settings were adjusted. The lead is still in use. No patient complications have been reported as a result of this event.